Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer cribriform occluder was selected for implant. During deployment inside the patient, the left disc deformed into a bulbous shape and was exchanged. A new 25mm amplatzer cribriform occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of deformity of the left disc was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.